Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The physician successfully deployed the trunk-ipsilateral leg component. He attempted to cannulate the contralateral gate, but was not successful. A decision was made to convert the patient to an aorto uni-iliac and do a femorofemoral bypass. Completion angiography showed that both renal arteries were patent. Follow-up imaging revealed that the right renal artery was covered by the endoprosthesis and that blood flow is occluded. The patient is on dialysis as a result of the coverage of the right renal artery. No re-intervention is planned.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also associated with this event is device.